Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/08/2016 with the following findings: a review of the pump¿s black box revealed a cs 052 alarm which was duplicated during investigation. The pump was able to power up with no further alarms. The printed circuit board inspection found the peripheral processor signal was missing. An intermittent printed circuit board condition failure was concluded. Unrelated to the original complaint, the battery compartment was observed to be cracked.